Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.